Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure. The pt reported having pain since her surgery and the pain interfered with her daily schedule. Reportedly, the pt had taken pain medication, however, presently did not take any due to too many side effects. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with pt.